Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that there was an underdelivery of insulin on (B)(6) 2018. Customer had a high blood glucose level of 600 mg/dl and treated with manual injection insulin pen. Troubleshooting occurred and found that the source of the issue was due to bent cannula from infusion set. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.